Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed, this atrial lead was surgically abandoned and replaced. Reportedly, this was due to a lead failure. No loss of critical therapy was reported. No adverse patient effects were reported.